Event description:
A pt reported that she was treated into the upper and lower vermilion borders on 10/14/94. She then applied preparation h to the injection sites. On the same day, she developed swelling at the lips; oral prednisone was prescribed on 10/14/94. On 10/24/94, there was no residual swelling or redness on face. The physician believed that the pt had a marked allergic reaction to either collagen or to preparation h. She had no further swelling until 3/96, when she was hiking in the mountains, and applied deet, a mosquito repellant, to the vermilion border. She then developed swelling at the injection sites; she was seen in an emergency room and the physician (name not recalled) prescribed medrol. On either 3/17/97 or 3/20/97, the pt applied topical retin-a to a bruise on her wrist without medical instruction to do so. On 3/23/97, after taking a bath, she took the bandaid off her wrist and believed that she put her hands to her mouth and inadvertently placed some of the retin-a on her upper lip area. She then washed her face. Around midnight, she woke up with swelling at the upper lip. She began taling medrol without medical instruction to do so. On 3/24/97, the lip swelling persisted. The pt recalled 4 episodes of swelling since 10/14/94; all occurred after topical application of different substances. She could not recall the specifics of the fourth episode of swelling. Between these flares of swelling, she remained asympotmatic.